Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the capsule of patient's left eye ruptured after the intraocular lens (iol) was fully inserted into it. The lens was removed and vitrectomy was performed. Another lens of different model and diopter (20.0d) was used as the replacement. No information on the patient outcome was provided. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received crushed inside of the lens insert and coated in viscoelastic residue. The lens was cleaned and, lens damage could be identified where the lens was crushed. No further issues were identified that could contribute to or cause a capsular tear. Conclusion: the reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.